Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that twice now when the patient has been increasing stimulation, he will feel heat at the generator site. The heat dissipates in 10-15 minutes. The second time, the patient felt symptom in his scrotum. The caller stated that the patient was implanted on (B)(6) 2020 but does not know the patient's full name and date of birth or serial number. The caller noted that the symptoms were first experienced on either (B)(6) 2020 or (B)(6) 2020 as she cannot remember. The second symptom was felt on (B)(6) 2020. Technical services advised that patient should meet with the healthcare professional for further evaluation. No further patient complications are anticipated or expected as a result of this event.